Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 3.4, lab inr: 2.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.4, reference: 2.0, mean: 2.70, confidence limits: 1.7-3.8. Customer results analyzed and accuracy confidence limits were met. Strip lot expired during use by customer. Product deficiency no established. In-house meter investigation. Temp sensing passed. Meter functional test passed. Visual inspection passed. Product deficiency no established. No further action required. No corrective action is required as no product deficiency was established. On 09/25/09 - biosite received 1 inratio1 meter (B)(4) + 3 loose strips (B)(4) (code wx4rx).